Event description:
Customer reported that the device delaminated after placement into the abdomen with stay sutures in place. The layers of the mesh were tacked in place. The mesh had been trimmed to size. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.